Event description:
It was reported that a "resume insulin" alarm occurred inappropriately on multiple occasions. As a result, the customer's blood glucose level increased to the 300 mg/dl range with small ketones and customer was admitted to the intensive care unit (ICU). Customer weas treated with intravenous fluids of saline and insulin to address elaveted bg. Customer was released from the ICU on (B)(6) 2025 with the issue resolved and no permanent damage. Reportedly, the customer reverted to an alternate method of insulin therapy.